Manufacturer narrative:
Concomitant medical products: product ID 3982a, lot# unknown, implanted: (B)(6) 2003, product type: lead. (B)(4).

Event description:
It was reported that there was an allergic reaction, drainage, incisional wound opening around the scar and around the stimulator. T here was no alleged product issue. The allergic reaction around the stimulation was due to a delay in healing which required wound drainage with absorbent dressing. There was allergic reaction around the scar also. Medical treatment with aerius and hospitalization from (B)(6) 2012 were a result. The event was recovered on (B)(6) 2012.